Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be determined through this evaluation. The reported low flow alarms could not be confirmed as no log files were submitted for analysis. The patient remains ongoing on heartmate 3 lvas. No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided on 31jul2025 that no log files were obtained. The patient was under anesthesia and experienced active bleeding from the chest tube along with hypotension. The cause of the bleeding behind the heart was identified as surgical bleeding. The bleeding was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: patient weight has not been provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that approximately 4 hours after implantation, the patient experienced low flow alarms with high pulsatility index (pi) readings. The chest tube output was high and the surgeon decided to return to the operating room (or) to explore the chest for bleeding. Upon arrival to the or, the patient's mean blood pressure (bp) was 112, a pump speed of 5000 revolutions per minute (rpm), and flows around 2.4 liters per minute (lpm) to 2.7 lpm. Suddenly, the pump flow dropped and sustained a reading of 1.1 lpm, and the mean bp dropped into the 50's. The surgeon immediately prepped and opened the chest. Bleeding was located behind the heart and was ligated. The pump flows immediately returned to greater than 3.8 lpm upon opening the chest, the low flow state resolved, and the mean bp was back to the baseline. The patient was closed and returned to intensive care unit (ICU) in a stable condition.